Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens tore. The incision was enlarged to remove the lens. The cause of the lens tear was due to a possible loading error.

Manufacturer narrative:
H6: results - visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical residue/debris on the product. Conclusions: (no conclusion can be drawn). Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.